Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded toric intraocular lens (iol), a crack in the optic was identified. The cracked iol could not be removed and remained in the patient¿s eye. The patient remained well, reported no visual symptoms or complaints, and stayed stable under regular follow-up without complications. No other information was provided.